Event description:
A fluorotome was used for therapeutic purposes. During this procedure, after power connection, the cutting wire broke. There were no complications or intervention reported with this event.